Event description:
The physician reported that a therapeutic advantage sling system implant had been performed on a female patient in the last year (date of event unknown) at a facility (name of facility unknown). Post procedure the patient consulted this physician who found that a small piece of the mesh was exposed through the patient's vaginal wall. The physician applied estrogen cream. Follow-up information obtained from the physician indicated that the patient's erosion to the left side of the vaginal wall has improved significantly. He reported that he intends to continue the estrogen cream treatment for the next two months. The patient's condition was reported as "fine".

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant was unable to report the device implant date. The complainant reported that the device would not be returned for evaluation as it remains implanted in the patient; therefore, we are not able at this time to determine the relationship between this device and the cause for this event.